Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient¿s attendant was doing capd without proper training. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with inj. (Injection) vancogen (1 g, frequency, duration, and route of administration not reported) and ceftazidime (1 g, frequency, duration, and route of administration not reported). The patient was reported to have recovered from the event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a break in aseptic technique that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.